Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's global technical service center requesting assistance with ending therapy on the homechoice device. The homepatient (hp) stated that the vibration from the machine caused one of the bags to fall and the spike came out, he now needs to know how to setup again. The technical service representative (tsr) assisted with ending therapy.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. On (B)(6) 2010, product surveillance spoke with the nurse regarding the connection issue. The nurse indicated that she was not informed of this event. The nurse did say that the patient is continuing with therapy. The nurse confirmed that no medical intervention or patient injury was associated with this event. Baxter will continue to monitor similar reports to determine if further actions are required.